Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the integrated electrosurgical unit (iesu) generator had error c-34 on power on. The fse replaced the iesu generator to resolve the issue. The system was tested and verified as ready for use. Isi has received iesu for evaluation. However; failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the analysis. No images or videos were shared for the event. A review of the site's system logs for the reported procedure was conducted by a technical support engineer (tse) when the customer called in for assistance and by the fse when inspecting the system onsite. Investigation revealed multiple errors that may have been related to the system complaint. Additional log reviews confirmed that system sk4866 was used on (B)(6) 2022 for a malignant hysterectomy procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the integrated electrosurgical unit (iesu) generator had an issue after the start of the procedure and monopolar energy was unavailable. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar firing did not work. The integrated electrosurgical unit (iesu) generator had errors 32 and 00. The site restarted the iesu, changed the cable and instrument, and reseated the drape with no resolve. They finished the case with a bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and obtained the following additional information: system functionality was checked upon powering on the system. The issue occurred at the end of the procedure. The generator was checked prior to the procedure and it worked perfectly in the beginning. When the issue occurred, anesthesia had been administered and ports were placed. The procedure was completed successfully with the bipolar instrument.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 failure analysis investigation results can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported complaint. The unit was placed on an in-house system and was run in normal mode. Error c-34 occurred on power on.

Event description:
Refer to h10/h11 for follow-up information.